Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". Medical conditions: current weight: 188 lbs. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives"), blood disorder ("blood or heart disorder/condition: blood disorder"), cardiac disorder ("blood or heart disorder/condition: heart disorder"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision problems"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (essure removed at (B)(6) 2019). At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, urticaria, blood disorder, mood altered, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and weight fluctuation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Case becomes an incident. Removal was added. And pregnancy event downgraded. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". Medical conditions: current weight: 188 lbs. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives"), blood disorder ("blood or heart disorder/condition: blood disorder"), cardiac disorder ("blood or heart disorder/condition: heart disorder"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision problems"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (essure removed at (B)(6) 2019). At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, urticaria, blood disorder, mood altered, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and weight fluctuation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2008 to 2009. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives"), blood disorder ("blood or heart disorder/condition: blood disorder"), cardiac disorder ("blood or heart disorder/condition: heart disorder"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision problems"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, urticaria, blood disorder, mood altered, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and weight fluctuation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". Medical conditions: current weight: 188 lbs. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives"), blood disorder ("blood or heart disorder/condition: blood disorder"), cardiac disorder ("blood or heart disorder/condition: heart disorder"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision problems"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure devices, bilateral distal salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, urticaria, blood disorder, mood altered, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and weight fluctuation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: tubal ligation. Removal date: (B)(6) 2019 discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: reporter, rcc note and essure removal surgery name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from 2008 to 2009. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), urticaria ("rashes or skin conditions type: hives"), blood disorder ("blood or heart disorder/condition: blood disorder"), cardiac disorder ("blood or heart disorder/condition: heart disorder"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: vision problems"), fatigue ("fatigue") and weight fluctuation ("weight gain/loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, urticaria, blood disorder, mood altered, dysmenorrhoea, vaginal discharge, visual impairment, fatigue and weight fluctuation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, fatigue, mood altered, pelvic pain, pregnancy with contraceptive device, urticaria, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: tubal ligation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.